Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not broken. Review of the event history log (ehl) showed an air in line detected alarm. A functional test was performed and the reported issue was duplicated. It was determined that the cause was due to the air detector. As a result, the air detector was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3, d4: UDI and g4: 510k are unknown

Event description:
It was reported that the pump exhibited an alarm even though there were no bubbles. It is unknown if there was patient involvement, no adverse patient effects were reported.